Event description:
It was reported that a balloon rupture occurred. A 15mm x 2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured in pinhole form. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.